Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the flip flop brake assembly and printer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the flip flop brake assembly on the 9600emi system was sticking and the printer was intermittently printing poor images. There was no report of patient injury.